Event description:
It was reported that the device was used during a gastric bypass. The staple load did not fire, but did cut tissue. Left a large hole requiring more expensive suturing.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.